Event description:
Boston scientific crm received info that there was intermittent loss of ventricular capture due to the dislodgement of this right ventricular (rv) lead. It was reported that the pt had two previous revision procedures involving this lead for dislodgement as the lead has only been implanted for approximately one week. The threshold measurements were stable. The pt, who has complete heart block, also experienced multiple lightheaded events and one syncopal event with trauma leading to admission to the emergency room. The pt also reported he did not use the arm sling, and habitually puts his hand behind his head. A lead revision then occurred, where a new rv lead was implanted, and the former was explanted.